Manufacturer narrative:
The reported events were "lead became entangled by either tricuspid valve apparatus or rv septal scar " and ¿physical damage was noted on the lead as a result of removal¿. A partial lead was returned in three pieces for analysis. The reported event of ¿physical damage was noted on the lead as a result of removal¿ was confirmed. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. The cause of ¿physical damage was noted on the lead as a result of removal¿ is consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead became entangled with the patient¿s heart tissue. The lbb lead was not used and was replaced with a coronary sinus lead on (B)(6) 2026. The patient was in stable condition.